Event description:
Patient called with complaint about how his computed tomography (CT) procedure was administered at the hospital. During the procedure, he was not able to understand the technologist's vocal instructions through the microphone. Her voice was garbled and intermittent. He was also not able to hear all the prompts from the machine. The second prompt was not heard, "which tells you when to hold your breath for a better image capture" hence, the findings for the test came back saying, "motion artifact limits evaluation for conclusive evidence of solid pulmonary nodules." Patient attributes the poor quality images to his inability to hear the prompts from the computed tomography machine, and that it affected the test results. Patient also expressed that he tried to inform the technologist that he could not hear her, and she responded back that there has never been a complaint about that and she did not believe that her speech was garbled through the microphone.